Event description:
User received incorrect bicarbonate results for two pt samples. The following pt example was determined to be discrepant. Initial result gave 51 mmol/l and was flagged greater than test range. Sample was repeated same day on original analyzer giving 67 mmol/l. A second sample obtained from this pt, tested same day on original analyzer gave co2 result of 31 mmol/l and was flagged with greater than reference range. Each result was reported and questioned by the physician. Pt not adversely affected.

Manufacturer narrative:
The field service rep was unable to determine a cause. Add'l noted customer has experienced no further erroneous co2 pt results since recalibrating the assay. The field service rep checked the instrument and photometer. He ran controls successfully to verify the performance of the analyzer.